Event description:
Pt present to the ER with complaints of back pain. A CT scan was performed and it was reported that a g2 filter that had been implanted 9 months earlier after a mva, was severely tilted and 2 of the legs had fractured w/ detachments. One of the two legs that fractured had two fractured pieces, one approximately 5-6 mm in size and one longer piece. The other fractured leg had a detachment approximately 5-6mm in size. It is not known if the longer piece detached prior to or during the attempts to retrieve the filter. It was also reported that one component was perforating the cava wall and into the vertebral body and two others were perforating the cava wall with one perforating the aorta and other next to the aorta. It was unknown if the back pain was from the leg that was perforating into the vertebral body or from an ulcer on the patient's back. The retrieval was first attempted using a retrieval system via the jugular and an 8mm balloon to try and get the filter apex off the caval wall. The next attempt taking a femoral approach, the physician tried using a tip deflecting wire and a snare device. At one point during the attempt, it was noted that 4 or 5 of the arms and/or legs were pointing upward. The physician then used a michalson catheter and a 16f sheath, using the catheter to decrease the tilt to 90 degrees. The doctor was then able to pull the device out sheathless using the snare to snare the proximal portion of the arms/legs with the assistance of the 16f sheath and out through the neck. This procedure took 5 1/2 hours to complete. It was also reported that the pt had spinal surgery after the filter was placed. Surgery was in the region of the neck, not by the filter placement. Original placement was apex top l2 - feet bottom l3.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The g2 filter was received, but there was no delivery system returned. Upon inspection of the returned sample, the filter was missing 2 partial leg/hooks. The missing legs were located next to each other. It appeared the legs fractured at slightly over the midway point, approximately 26mm from the proximal end of the sleeve. Once cleaned, heat was applied to the filter and the filter took shape. All arms, and the remaining 4 legs/hooks were present and intact. The filter was measured and all measurements taken were within specifications. The result of the investigation was confirmed for detachment of component, 2 fractured legs/hooks, root cause unknown. It is unknown if procedural issues contributed to this event. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.